Event description:
"Pop" sound at night woke me up. Thought it came from the dreamstation2 but it looked ok and seemed to be working ok so went back to sleep. Settings I always use were 3 humidity and 3 heat. Awakened several hours later by horrible smell that I must have been breathing for several hours. Turned off my machine. Had sinus and chest congestion the next day. Called my CPAP provider and reported the problem but I didn't know if the problem was the machine or the heated hose. They wanted pictures of the damage but there was no physical damage so they said I could buy a new hose. I turned off the heated tube, set humidity to 1 and waited for my next resupply. When I received my new supplies, including my new heated tube, connected them all up last night 25 july. My settings were 1 humidity and 1 heat. Woke up after sleeping approx 3 hours because air was cold and my nose was burning, noxious odor in my nose and horrible taste in my mouth. My breath even smelled bad when I breath. Now my chest feels tight with congestion and I have a headache.